Event description:
It was reported that during a follow up, noise resulting in oversensing and inadequate capture were noted on the right ventricular (rv) lead. Rv lead damage was visually observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, high pacing threshold, and lead damage near the suture sleeve were confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead found that all the inner coil filars were fractured proximal to the suture sleeve tie impression. Lead was bent in this location. The cause of the reported events was isolated to the inner coil fracture.